Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: cornua') and pelvic pain ('pain :pelvic chronic') in a 42-year-old female patient who had essure (ess205) (batch no. 12264359) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included abortion. Concurrent conditions included fibromyalgia, cyst of ovary, bronchitis, chest tightness, backache, mood disorder, migraine without aura, upper back pain, sinus congestion, smoker, allergic rhinitis, depressive disorder, back pain, general body pain, blurred vision, dizziness, syncope and numbness. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6)2016 to (B)(6)2018, nsaids since (B)(6) 2004, paracetamol (acetaminophen) since (B)(6)2004 and sertraline from (B)(6)2016 to (B)(6)2018. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On (B)(6)2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 14 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain :abdominal chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain :back") and endometritis ("endometritis"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the device dislocation, depression, migraine, headache, anxiety, menorrhagia, vaginal haemorrhage, fatigue, weight decreased, dyspareunia and endometritis outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, chronic, dysmenorrhea (cramping),back, vaginal infection, vaginal discharge, migraine, headaches". Complications during removal surgery: repeat/multiple surgeries (bilateral salpingectomy). Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs and mr received: event endometritis added. Reporters were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: cornua') and pelvic pain ('pain :pelvic chronic') in a 42-year-old female patient who had essure (ess205) (batch no. 12264359) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included abortion. Concurrent conditions included fibromyalgia, cyst of ovary, bronchitis, chest tightness, backache, mood disorder, migraine without aura, upper back pain, sinus congestion, smoker, allergic rhinitis, depressive disorder, back pain, general body pain, blurred vision, dizziness, syncope, numbness and sciatica. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2016 to (B)(6) 2018, nsaids since december 2004, oxycodone since august 2016, paracetamol (acetaminophen) since december 2004 and sertraline from (B)(6)2016 to (B)(6) 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. In december 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 14 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain :abdominal chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain :back") and endometritis ("endometritis"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, depression, migraine, headache, anxiety, fatigue, weight decreased, dyspareunia and endometritis outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, vaginal infection, vaginal discharge, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, chronic, dysmenorrhea (cramping),back, vaginal infection, vaginal discharge, migraine, headaches". Complications during removal surgery: repeat/multiple surgeries (bilateral salpingectomy). Current weight 150 lbs. Treatment received for pain, migration, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Lot number: 12264359 manufacturing date: 2004-06 expiration date: 2005-11 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal) were updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of essure device location of device: cornua') and pelvic pain ('pain: pelvic chronic'). In a 42-year-old female patient who had essure (ess205) (batch no. 12264359), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not underwent essure confirmation test". The patient's medical history included: abortion. Concurrent conditions included: fibromyalgia, cyst of ovary, bronchitis, chest tightness, backache, mood disorder, migraine without aura, upper back pain, sinus congestion, smoker, allergic rhinitis, depressive disorder, back pain, general body pain, blurred vision, dizziness, syncope and numbness. Concomitant products included: bupropion hydrochloride (wellbutrin) from (B)(6) 2016 to (B)(6) 2018, nsaids since (B)(6) 2004, paracetamol (acetaminophen) since (B)(6) 2004 and sertraline from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), anxiety ("psychological or psychiatric problems, condition: anxiety and mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). And was found to have weight decreased ("weight loss"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 14 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain: back") and endometritis ("endometritis"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, depression, migraine, headache, anxiety, menorrhagia, vaginal haemorrhage, fatigue, weight decreased, dyspareunia and endometritis outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, chronic, dysmenorrhea (cramping),back, vaginal infection, vaginal discharge, migraine, headaches". Complications during removal surgery: repeat/multiple surgeries (bilateral salpingectomy). Current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was, 23.4 kg/sqm. Lot number#: 12264359, manufacturing date: 2004-06, expiration date: 2005-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic chronic') and device dislocation ('migration of essure device location of device: cornua') in a 42-year-old female patient who had essure (ess205) (batch no. 12264359) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included abortion. Concurrent conditions included fibromyalgia, cyst of ovary, bronchitis, chest tightness, backache, mood disorder, migraine without aura, upper back pain, sinus congestion, smoker, allergic rhinitis, depressive disorder, back pain, general body pain, blurred vision, dizziness, syncope and numbness. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2016 to (B)(6) 2018, nsaids since (B)(6) 2004, paracetamol (acetaminophen) since (B)(6) 2004 and sertraline from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 14 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain :abdominal chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain :back") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, vaginal infection and vaginal discharge had resolved and the device dislocation, depression, migraine, headache, anxiety, menorrhagia, vaginal haemorrhage, fatigue, weight decreased and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, chronic, dysmenorrhea (cramping),back, vaginal infection, vaginal discharge, migraine, headaches". Complications during removal surgery: repeat/multiple surgeries (bilateral salpingectomy). Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Event added from pfs- migration of essure device location of device: cornua, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, weight loss, dyspareunia (painful sexual intercourse), she did not underwent essure confirmation test. Reporter information, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain :abdominal chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain :back"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, vaginal infection and vaginal discharge had resolved and the psychological trauma, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: she had received treatment for following events "pain: pelvic/abdominal, chronic, dysmenorrhea (cramping),back, vaginal infection, vaginal discharge, migraine, headaches". Complications during removal surgery: repeat/multiple surgeries (bilateral salpingectomy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury to herself¿ was updated to more specified events ¿pelvic pain chronic, pain: abdominal chronic, dysmenorrhea (cramping), pain: back), general abnormal bleeding, psych injury, vaginal infection, vaginal discharge, migraine and headaches¿. Reporter, demographics; essure indication (amended), essure removal date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.